Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h10 a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the mains switch was off and switched it on. The iabp began working and the battery indicator was visible. Once the battery was fully charged the iabp functioned properly. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not power on and the batteries are weak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The full name should read (B)(6). The full name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not power on, and the batteries are weak. There was no patient involvement, and no adverse event reported.